Event description:
The customer reported a leak around the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer. The volume of the leak was about two drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/19/2015. The fse found that the rinse block stopper, rb1, was not moving all the way. The fse adjusted the rinse block stopper, which repaired the leak and the errors. The repairs were verified per established procedures. (B)(4).